Event description:
It was reported that the pt had a revision of his leads. No pt symptoms, outcome, or reason for the revision was reported. Additional info has been requested, but was not available as of the date of this report.